Manufacturer narrative:
Inconclusive. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. Without a lot number a review of the manufacturing records is not possible. If additional event and/or evaluation information is obtain, a follow up MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2004, was reported to the FDA in accordance with (B)(4).

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004 - the patient was implanted with a composix kugel extra large oval hernia patch. (B)(6) 2009 - the patient was implanted with the composix l/p mesh. The attorney's report alleges permanent injury, pain, scarring, infection, additional medical and surgical treatment, defective mesh.